Event description:
Update received to previously reported death, patient experienced cardiac arrest, was resuscitated, however died shortly after, and death certificate listed cause of death as coronary artery disease.the investigator has indicated the event was possibly related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Event description:
Three endeavor sprint rx stents were implanted in the 1st obtuse marginal to 1st diagonal branch, (stents were implanted in vein graft). At 30 day follow up, patient's worst angina status was reported as I per the (B)(4) of angina. Approximately 4 months post the index procedure, the patient was admitted with recurring chest pain, diagnostic catheterization revealed in stent restenosis of the saphenous vein graft. A revascularization of the 1st diagonal branch was carried out, resulting in another brand stent being implanted. The investigator has indicated there was a probable relationship to the study device and procedure. At 6 month follow up, patient's worst angina status was reported as iii per the (B)(4) of angina. Approximately 8 months post the index procedure, the patient was admitted due to recurrent angina, instent coronary artery restenosis was confirmed, a revascularization of the 1st obtuse marginal was carried out, and an endeavor sprint rx was implanted in the vein graft. The investigator has indicated the event was possibly related to the study device, at 9 month follow up patient's worst angina status was reported as ii per the (B)(4) of angina. Approximately 10 months post the index procedure, the patient's death was reported, no further details provided. (Ref MFR # 9612164-2012-00125, 9612164-2012-00126 , 9612164-2012-00127 and 9612164-2012-00128).